Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The manufacture date for this product is september 25, 2006.

Event description:
Boston scientific received information that the programmer would not power on. Moreover, the programmer turned on but a burning smell was noted coming out from the printer. The programmer would be return. No reported patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. An electrical capacitor in the input/ output printed circuit board shorted out. The single board computer printed circuit board (sbc pcb) and hard drive also had an anomaly. The affected components were replaced and the programmer passed all incoming tests thereafter. Laboratory analysis was able to confirm the allegation.